Event description:
It was reported that the patient had sepsis infection from the implanted system. Therefore culture was taken from blood and the device pocket and antibiotic treatment was necessary. The leads and device was removed and replaced and replaced with new leads and device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): addr01 implantable pacemaker 2012-(B)(6), concomitant product: 5076 implantable pacing lead 2012-(B)(6), (B)(4).